Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include but are not limited to hyphema and anterior chamber shallowing as a known complications. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed

Event description:
Via360 surgery - the eye started bleeding heavily after the surgeon took out the visco from the ac and took a while for it to slow down after ia. Surgeon was able to get the microcatheter about 2/3 around before it hit a dead stop. Then performed a 90 deg inf goniotomy. Pod1 - 25% hyphema iop 56. Surgeon burped the eye. Pt went to ER that night and returned to clinic in the am for pain, nausea, no vision. Iop 58 again. Hyphema larger. Surgeon burped several times but kept having high iop within 20 min. Surgeon took patient back to or for ac washout. Blood clot cleared out, vision better, feels better. The next day no recurrence of hyphema. Iop 25-30. So, improving slowly!